Manufacturer narrative:
Device is a combination product. The promus element was returned and analysis was completed. A visual examination of the stent found stent damage. Stent struts on the first proximal stent strut row were lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and the result was 0.0375", which is within maximum crimped stent profile measurement specifications. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner, outer lumen and mid-shaft polymer extrusion sections found no issues. No other issues were identified during the product analysis.

Event description:
It was reported a shaft break had occurred. A procedure was being performed via right femoral access on a lesion in the right coronary artery (rca). The lesion was an eccentric, de novo, mildly tortuous, and mildly calcified lesion with a bend between 45 and 90 degrees. It was also described as being a "tight stenosis." The target lesion was engaged with 6f guide catheter and a 0.014 guidewire. The vessel bed was prepared with a 1.5mm balloon. The 2.25 x 28mm promus element drug-eluting stent was intended to be placed. However, the shaft of the device broke outside of the patient while attempting to be advanced. The stent was removed and the procedure was completed with another of the same device without further issues and the patient was noted to be stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported a shaft break had occurred. A procedure was being performed via right femoral access on a lesion in the right coronary artery (rca). The lesion was an eccentric, de novo, mildly tortuous, and mildly calcified lesion with a bend between 45 and 90 degrees. It was also described as being a "tight stenosis." The target lesion was engaged with 6f guide catheter and a 0.014 guidewire. The vessel bed was prepared with a 1.5mm balloon. The 2.25 x 28mm promus element drug-eluting stent was intended to be placed. However, the shaft of the device broke outside of the patient while attempting to be advanced. The stent was removed and the procedure was completed with another of the same device without further issues and the patient was noted to be stable.